Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) therapy that they were having difficulty inserting the balloon and were concerned the balloon may have been damaged. They removed the iab and replaced it with another device. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (exp date), h4. Reference complaint ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no. : (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings), h11. Corrected fields: e2, e3. The iab was returned completely unfolded with blood observed on the exterior. No blood was found inside of the iab membrane, catheter tubing or extender tubing. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with blood and the occlusion was able to be cleared. The one way-valve was also returned for evaluation. The outer dimensions and length of the catheter tubing were measured, and it met specifications. One-way valve vacuum test was preformed, and it was able to hold vacuum. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The reported events cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A kink in the guidewire could also contribute into the difficulty to insert the iab into the patient. However, the guidewire was not returned for evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).